Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional via a manufacturer representative regarding an unknown patient receiving an unknown drug, dose, and concentration via an implantable pump for no known indication for use. It was reported on an unknown date that a healthcare professional (hcp) had spoken to engineers about the motor stall and alarm issues relating to low battery reset and safe state as hcp has had other patient's with similar experience. No further information was provided.